Manufacturer narrative:
According to available information, this lead remains implanted and in service. The issue was resolved. This investigation is complete at this time. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular lead experienced an inappropriate shock. Interrogation revealed noise. A lead fracture was suspected. A revision procedure was performed. When the pocket was opened, it was noted the proximal and distal lead terminal pins were switched. There was no evidence of a lead fracture. They were reconnected appropriately resolving the issue. This lead remains implanted and in service. No adverse patient effects were reported.